Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to the initial MDR.

Event description:
A report was received that the patients remote control received a searching no response message, was having difficulty charging the ipg and that the ipg was shallow in the pocket. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients remote control received a searching no response message, was having difficulty charging the ipg and that the ipg was shallow in the pocket. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action to be taken at this time.

Event description:
A report was received that the patients remote control received a searching no response message, was having difficulty charging the ipg and that the ipg was shallow in the pocket. The patient will undergo an ipg replacement procedure.